Manufacturer narrative:
B3: it was reported that the event occurred on (B)(6) 2024. However, this date is after the manufacturer aware date. H3/h6: one device was received for evaluation. A primary audible alarm bgnd test and acu watchdog errors were revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the speaker was not functioning as intended. The speaker was the root cause and was replaced. Service history review identified this device was last serviced in (B)(6) 2023 and that the complaint was related to previous service of the device.

Event description:
It was reported that the device exhibited a system failure: auxiliary control unit watchdog failure. The product fault occurred during testing, there was no patient involvement.